Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported by the patient that it was taking a very long time, like over 7 minutes to deliver a bolus because the handset stops at 90% and then would get a popup asking if they want to wait or close the app. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Patient will call back if they need further assistance.